Event description:
The pt had no stimulation sensation since the week before. She had just moved to an assisted living facility. Only the 9v programmer battery light was showing on the pt programmer. The device was in a power-on-reset condition. The device had been reset on a friday and the power-on-reset occurred saturday. It was further stated that the pt was undergoing ect treatments for the past two months and since the treatments were started she had a loss of therapeutic effect. The stimulation would stop working and the serial number was erased from the programmer. The pt was to continue with the treatments nine times per month. Impedance measurements were ok and the battery was at 2.74v. Further information is being requested from the hcp.

Manufacturer narrative:
.